Event description:
It was reported that the right atrial (ra) lead experienced far field r-wave (ffrw) oversensing and the lead was reprogrammed. The lead is now exhibiting small p waves with atrial undersensing. The lead remains in use and further reprogramming has been discussed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947 implantable tachy lead (B)(6) 2008; 4193 implantable pacing lead (B)(6) 2008. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that again the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The ra lead was reprogrammed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.